Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20123199, medical device expiration date: 10-dec-2023, device manufacture date: 09-dec-2020; medical device lot #: 21053004, medical device expiration date: 05-may-2024, device manufacture date: 27-apr-2021; medical device lot #: 21123010, medical device expiration date: 13-jan-2024, device manufacture date: 25-nov-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported four times that prior to use of the bd alaris¿ pump module smartsite¿ infusion set, foreign matter was observed. The following information was provided by the initial reporter: I have noticed that both the tubing and the drip chamber are turning a light brown color.

Event description:
It was reported four times that prior to use of the bd alaris¿ pump module smartsite¿ infusion set, foreign matter was observed. The following information was provided by the initial reporter: I have noticed that both the tubing and the drip chamber are turning a light brown color.

Manufacturer narrative:
H6: investigation summary a complaint of tubing and drip chamber turning light brown was received from the customer. A sample of lot 20123199 was received for investigation. Through visual inspection, the customer complaint was confirmed. A sample of lot 21123010 was received for investigation. Through visual inspection, the customer complaint was confirmed. Two samples of lot 21053004 was received for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was darker in color. A device history record review for model 2420-0500 lot numbers 20123199, 21123010, and 21053004 was performed. The root cause of this discoloration is the sterilization process. This process can cause the tubing of the infusion sets to get darker in appearance. As the product ages the set can become darker as well.